Event description:
It was reported that after pre-dilatation and implantation of the xience v stent in the proximal left anterior descending artery, the xience v stent delivery system (sds) was only able to partially deflate its balloon. Vessel and lesion site were characterized as being mildly calcified, de novo and totally occluded. Using force, the sds was removed with the guiding catheter from the left main artery. Dissections were observed in the left main and circumflex arteries as a result. The patient was transferred to the cardiosurgery intensive care unit for further treatment. On the second day of cardiac surgery on (B)(6) 2011, the patient passed away. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: bmw universal. Guide cath: xb. Sheath: 6f. Return of the xience v stent delivery system (sds) may have aided in the investigation and determination of cause. Factors that may contribute to the difficulty to deflate the balloon include, but are not limited to, unevenly trimmed hypotube jacket material in the inflation port (hub) causing a valve when inflated or deflated thus blocking the flow of contrast, deflation technique, contrast concentration, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. To ensure these difficulties are not the result of manufacturing, all products are 100% inspected for proper balloon fold configuration and damage online, and a sampling of units is destructively tested for proper balloon deflation. In this case, it is likely that as the balloon was not completely deflated, this would contribute to the difficulty removing the sds; however a conclusive cause for the difficulties deflating the balloon could not be determined. It was reported force was applied in the attempts to remove the sds. It should be noted the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. It was reported that due to the force required to remove the sds, dissections were observed in the left main and circumflex arteries. The patient was transferred to the cardiosurgery intensive care unit for further treatment. On the second day of cardiac surgery on 05/05/11, the patient passed away. Dissections and death are known adverse events listed in the xience v IFU. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for deflation issues or difficult to remove for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined.